Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings 279 mg/dl, 619 mg/dl and 30 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the freestyle freedom meter does not display a numerical result over 500 mg/dl. Any result over 500 mg/dl would display as "hi".